Event description:
After induction and draping the patient, the anesthesia resident reported difficulty maintaining tidal volumes. The extension tubing was changed and then it was later realized that there were holes in the gooseneck tubing. Afterwards, the patient's blood pressure dropped and then jumped to over 200 systolic. Doctor decided to abort the procedure and re-book for another day. He was concerned with both issues.